Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 38mm synergy¿ drug-eluting stent was advanced for treatment. However, upon introducing the device to the patient's body, the distal edge portion of the stent struts got flared. The device was simply removed and the procedure was completed with another 3.50 x 38mm synergy¿ stent. No patient complications nor injuries were reported.